Event description:
An advocate for the customer stated the breeze2 meter gave a blood glucose reading of 1.8, indicating the meter read in mmol/l instead of mg/dl. No adverse event was alleged. The advocate could not provide product information or customer information. No product was replaced.

Manufacturer narrative:
The manufacture date could not be determined without the product information.